Event description:
On 10/05/2021, it was reported by a sales representative via (B)(4) that an ar-3240-5027 light cord, was overheating. This was discovered during use in a procedure. There was no additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.